Event description:
It was reported that the patient was admitted to the hospital with syncope and that there was intermittent loss of capture observed along with no pacing and it was suspected that the lead was fractured. There was blood observed in the header of the device. The lead was difficult to disconnect from the device. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or lead serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Analysis results revealed that there was insufficient data present in the performance data file to draw a conclusion about the reported event. (B)(4): the device was subsequently received and analyzed and no anomalies were found. Damaged set screw was noted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or lead serial number, the manufacturing date cannot be determined. No devices have been returned for analysis, removed references suggesting that device analysis was in process.

Event description:
It was reported that the patient was admitted to the hospital with syncope and that there was intermittent loss of capture observed along with no pacing. There was blood observed in the header of the device. The lead was difficult to disconnect from the device. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or lead serial number, the manufacturing date cannot be determined.